Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that, per an engineering request, a previous event warranted initiation of a complaint investigation for the console used during mechanical circulatory support. During support with the impella cp device, the automated controller experienced a placement signal error, and it was reported that the placement signal was lost. No additional information was provided regarding corrective actions taken at the time of the event. This has been classified as a reportable malfunction.